Event description:
It was reported that while using the bd vacutainer® push button blood collection set, blood leaked through the tubing of one wingset. There was no report of impact to patient or user.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies, fpa. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: material #: 367338 lot/batch #: 3277381 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tubing / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubing / leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, blood leaked through the tubing of one wingset. There was no report of impact to patient or user.